Manufacturer narrative:
The correction of b5 describe event and problem and d4 unique identifier (UDI) deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with one of surgical lights - maquet powerled ii. It was stated the plastic cover has fallen off the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - maquet powerled ii. It was stated the plastic joint cover has fallen off the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous d4 unique identifier (UDI) #: (B)(4). Corrected d4 unique identifier (UDI) #: (B)(4). Getinge became aware of an issue with one of surgical lights - maquet powerled ii. It was stated the plastic joint cover has fallen off the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. The device has been repaired by installing new joint cover (ard368937900) and returned to use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Root cause analysis was performed by subject matter expert at manufacturer¿s site. According to the photographic evidence a cover is missing at the bottom of the spring arm. It is probable that fixing screw was forgotten during installation, we have no further information. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - maquet powerled ii. It was stated the plastic joint cover has fallen off the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - maquet powerled ii. It was stated the plastic cover has fallen off the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.